Event description:
A pt reported experiencing inaccurate low results with a one touch ultra meter. The pt's blood glucose results were 118 and 180 mg/dl. Test were done within 10 minutes. Codes on pt's meter and strips do not match. No further info has been reported.